Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (b)4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with an unknown mentor prosthesis experienced left sided capsular contracture (baker grade unknown) post procedure. As a result, bilateral prosthesis replacement with 800cc mentor memorygel breast implants was performed on (B)(6) 2021. The device type is unknown, however the procode (d2b) and the common device name (d2a) are being filled out for submission purposes. This is the first noted occurrence of capsular contracture with this patient. The patient also had two subsequent cases of capsular contracture reported under 1645337-2021-07706 and 1645337-2021-07707.